Event description:
Boston scientific received information stating the lead was stuck in the header of an automatic implantable cardioverter defibrillator device. The physician elected to cut and cap the lead. Dr.(B)(6), (B)(6) hospital, finland implant date (B)(6) 2006 removed from service (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).